Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced cable assy, ECG trunk cable (d012-00-1155-02) and cable assy, ECG leadwire set (d012-00-1157-02) to resolve the issue.

Event description:
It was reported that during routine check, EKG cable of cs100 intra-aortic balloon pump (iabp) was broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.